Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. Customer declined to further troubleshoot with tandem technical support, therefore no additional information could be obtained.